Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, serial number label faded, missing retainer, missing reservoir tube o-ring, scratched case, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer¿s pump case was cracked. Their blood glucose was unknown. They said that there was a crack on the retainer ring and they are not sure how it happened. Nothing further to report. The insulin pump was returned for analysis.